Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge multiple times to address occlusions. Reportedly, after discussing occlusions with tandem clinical diabetes specialist, customer switched to a different type of infusion set. Customer's blood glucose was 200-300 mg/dl.